Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a chronic driveline infection and was recently admitted into the hospital with elevated temperature and some arrhythmias. The hospital staff attempted weaning the patient off of the pump; however, the patient did not tolerate it. The patient was then put on the 1a list for a heart transplant and received a transplant.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.